Manufacturer narrative:
This is device 2 of 2. Refer to MDR # 3005099803-2013-01395. (B)(6). Visual examination of the returned fiber revealed approximately 1.5 mm of exposed glass tip remaining and appeared used. The pattern on the tip face is consistent with a fracture indicating that a portion of the tip broke off. Heavy debris was observed on the fiber face within the "sub-miniature a" (sma) connector causing the aiming beam to be weak and scattered. The fiber was recognized by the console.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy w/laser stone procedure, there was no energy being transmitted from the flexiva 200 laser fiber. The aiming beam was not visible. The blast shield of the laser was checked and up to par. Laser energy from a holmium 1000 watt laser set at 20 joules and 30 hertz was being used with the fiber. The procedure was completed with a stone basket without any complications to the patient. The patient condition post-procedure is unknown. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.